Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that during an embolization treatment, the pusher broke. There was no reported patient injury or intervention. The patient was reported to be doing fine.

Manufacturer narrative:
The pusher and implant were received for evaluation. The implant was found to be undamaged and retained its shape. The strain relief was unburnt. The pusher contained approximately 6" of lead wire separation at the proximal portion. The green lead wire was offset from the core wire at the distal section. The resistance on the device was measured at 39.2 ohms, which is within specification. The unit was tested with a v-grip and was found to register green lights in the four 90° degree offset directions. When detachment was attempted, the implant detached on the first attempt. The monofilament had a mushroom profile with a rebound of .130" based on the physical evaluation of the returned device, the reported complaint of the pusher being broken is confirmed. Though the implant and pusher were intact (i.e. No component of the system was detached), lead wire separation was found on the device. The visual analysis of the returned coil system could only identify the lead wire separation and could not determine what other factors could have caused or contributed to this condition, such has improper handling or potential advancement issues through the microcatheter during use. The investigation will consider the lead wire separation as confirmation of the reported complaint.